Event description:
During a laparascopic sigmoidectomy there was no function after 10 minutes of use error code on display shows instrument error. The procedure was completed with same like device. No further information is available. No pt consequences reported. Devices will be returned.